Event description:
As reported: "instrument set: asnis micro 2.0/3.0 cannulated screws. While drilling with the 2.1mm drill over the 1.2mm wire that was inside the patient the drill exploded and broke off inside the patient. The metal from the drill caused shards to break off into the drill guide causing it to be unusable and extra time was spent removing the broken drill from the patient. Update on 07 apr 2023: 5 minute delay to extract drill/debris, all debris was removed, procedure was successfully completed by placing a screw in the drill hole after removing debris from drill.

Manufacturer narrative:
The reported event could be confirmed, since the drill bit is broken as complained. The device inspection revealed the following: the visual inspection has shown that the drill bit is broken twice. A fragment of the drill bit with a length of about 1cm is stuck in the drill guide. But there is no indication that the drill guide did contribute to the breakage of the drill. The initial deformation with subsequent breakage occurred at the cutting flutes at the forefront of the drill bit, this damage caused a jamming of the drill bit in the guide with a secondary breakage above the jammed section. A microscopic inspection was performed. There are in the area of the initial breakage some nicks and deformations at the cutting edge visible, this could be an indication for a metallic contact. The fracture face has the typical view of a ductile overload fracture where the applied force did lead to a permanent distortion of the material with a subsequent fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. No product related issue could be detected. Based on the available information it is not possible to determine the exact root cause of this complaint. A previous investigation with a similar damage pattern has shown that a potential cause could be a excessive contact with another guide wire which crosses the path of the drill bit during drilling. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
As reported, "instrument set: asnis micro 2.0/3.0 cannulated screws. While drilling with the 2.1mm drill over the 1.2mm wire that was inside the patient. The drill exploded and broke off inside the patient. The metal from the drill caused shards to break off into the drill guide causing it to be unusable, and extra time was spent removing the broken drill from the patient. Update on (B)(6) 2023. 5 minute delay to extract drill/debris. All debris was removed. Procedure was successfully completed by placing a screw in the drill hole after removing debris from drill.